Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a rotator cuff repair, it was noticed that a twinfix anchor and the suture were broken. The procedure was resumed, using an equivalent s+n back-up. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H11 h3, h6 part of the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The sutures and anchor were not returned. The insertion device has no visible defect. Bio debris is present. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor blueprint found that no burrs, cracks, or contamination is allowed and a certification of compliance to material and processing specifications is required. A review of the suture material specifications found that each lot must be accompanied by a material certificate of analysis. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an inadvertent impact event or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a rotator cuff repair, after the insertion site was cleared of all debris, it was noticed that a twinfix anchor and the suture were broken, outside of the patient. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up, in the originally drilled bone hole. No further complications were reported. The patient's status is fine.